Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use needle did not fully disengage with a bd nexiva¿ closed IV catheter system w/maxzero. The following information was provided by the initial reporter: the nurse could not pull the needle portion out of nexiva catheter, after insertion. Tried other catheters from the same box (without inserting into patient) and found we were unable to remove the needle completely.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 8325732. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that during use needle did not fully disengage with a bd nexiva¿ closed IV catheter system w/maxzero. The following information was provided by the initial reporter: the nurse could not pull the needle portion out of nexiva catheter, after insertion. Tried other catheters from the same box (without inserting into patient) and found we were unable to remove the needle completely.